Event description:
Customer obtained negative reactivity when testing a donor unit with anti-fya. During crossmatch of that unit (with a patient sampling containing anti-fya), the unit was found as incompatible. This incident did not result in the release of any units that were mistyped by this reagent; incompatibility was discovered during crossmatch.

Manufacturer narrative:
Hemagglutination tube testing was performed with in house samples using selected fy(a+b+) and fy(a-) cells from panocell-10, lot 05500, and panocell-20, lot 04478. All fy(a+) cells exhibited 2+ to 2+s reactivity and all fy(a-) cells were nonreactive. Emagglutination tube testing was performed with the returned donor's segment using retention anti-fya, lot fya63h-1. The sample exhibited 2+ reactivity at iat.